Manufacturer narrative:
In a good faith effort response received from the rse, it was stated that it was unconfirmed that the o2 issue was a result of the customers o2 supply. The customer was able to reconnect another v60 which worked correctly. As a result, it remains unclear if there was an issue with the customer supply, the v60 device, or a connection between the two systems. The investigation concludes that no further action is required at this time.

Manufacturer narrative:
In a good faith effort (gfe) response from the remote service engineer (rse) received on 21dec2023, it was stated that they had not received any further information regarding the patient's desaturation during the reported issue. As a result, the exact values of the patient's desaturation are unknown to philips, but it was confirmed that the patient improved significantly on the new ventilator. The investigation is ongoing.

Event description:
Philips received a complaint on the v60 ventilator indicating that there was a suspected o2 supply defect. The device was reported to be in use at the time of the reported problem. The customer reported that the patient oxygen desaturated when the o2 problem began. The ventilator was replaced, and the patient's oxygen saturation values improved significantly. This investigation is ongoing. The customer informed the remote service engineer (rse) of the o2 issue. It was determined that a review of the device and its diagnostic report (drpt) was needed. A field service engineer (fse) went to the customer site on (B)(6) 2023 and completed performance verification testing. The fse reported that the device passed all testing, and upon reviewing the device drpt confirmed that there was a low o2 supply pressure and o2 not available noted by the device. The fse stated that this information reveals a possible problem with the hospitals o2 system.